Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows error 44510. Functional testing confirmed the customer reported issue. The primary problem was with a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
It was reported that the bolus entrance was out of service. There was unknown patient involvement. No patient harm/adverse event was reported.